Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported a visible bend in the lead was noted by the surgeon prior to implantation, was not used, and was replaced with another lead. The lead could have been bent on the back table, however this had not been confirmed or denied. The issue was reported to have been resolved. No patient symptoms reported.

Event description:
Additional information received from rep reported that the site accidentally threw the product away, and it could no longer be sent back for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.